Manufacturer narrative:
Device evaluated by MFR: a stent was returned. The stent delivery catheter (sdc) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sdc and was damaged. The stent was severely damaged along its entire length; stent struts were stretched and bunched in parts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent was dislodged in the vessel and was simply pulled out as it was on the guide wire. The device was completely removed.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 24 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent lifted up and was unable to return into the guiding catheter. The device was removed together with the guiding catheter and the procedure was completed using a 2.25 x 16 non-bsc stent. No patient complications were reported and the patient's status was good.